Event description:
It was reported that the patient presented to hospital with shocks that were deemed inappropriate therapy administered by the right ventricular (rv) lead. It was also reported that the atrial lead exhibited undersensing, far field r-wave (ffrw), and diminished sensing. It was also reported that the implantable cardioverter defibrillator (ICD) encountered detection issues. Device setting adjustments and/or reprogramming was made. The ICD, atrial and rv lead remains in use. Approximately one week later the patient presented to the hospital again encountered inappropriate therapy administered by the rv lead. Patient follow up visit for evaluation was recommended. The ICD, atrial and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: lead, implanted: (B)(6) 2007. (B)(4).